Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that a phaco handpiece presented no ultrasounds when pressing the footswitch during a cataract procedure. The event occurred at the beginning of the phaco phase. The procedure was completed with another handpiece. There was no patient harm. Additional information has been requested and received.

Manufacturer narrative:
The system and handpiece were examined and the reported ¿phaco none¿ was not replicated. However, the footswitch was replaced as a preventive measure. The system was tested and found to meet product specifications. With no additional, related information provided, the reported event of phaco none was not able to be confirmed. The root cause could not be determined conclusively. (B)(4).